Event description:
It was reported that during the procedure the anchoring plate hit existing screws, from a competitors product that was previously implanted, and the cage cracked. The plate and cage were removed along with the existing screws. An alternate implant and plates were used to complete the case. There were no reported patient impacts and a less than thirty minute surgical delay was reported.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The specified identity of the device was confirmed and the device was examined. Visual inspection revealed a portion of the cage fractured off. The complaint is confirmed. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the anchoring plate hit existing screws, from a competitors product that was previously implanted, and the cage cracked. The plate and cage were removed along with the existing screws. An alternate implant and plates were used to complete the case. There were no reported patient impacts and a less than thirty minute surgical delay was reported.